Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional info was requested on 02/09/2011 and 02/28/2011 by phone, fax, and mail. Additional info was obtained by email on 02/11/2011. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a pt with a hyperopic surprise following intraocular lens (iol) implant surgery. The surgeon indicated that the pt has had previous laser surgery. In a follow-up, it was reported that the lens was exchanged with the same model, different power lens. Additional info has been requested.